Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h6, h11. The device was not returned to olympus for inspection and the reported image failure was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video scope had blurry image and black shadows. The issue occurred during maintenance. There was no report of any patient harm.